Manufacturer narrative:
A photograph of an unused malleable vent catheter was provided by the customer, showing the area of disconnection to be at the catheter to vent connection junction. Research into the reported lot number found that there was no remaining inventory available for further investigation. There have been over 110 builds of this catalog number within the past year, representing almost 20,000 units. This is the first report against this catalog number for any reason, including disconnection. Without the ability to conduct an in-depth evaluation of the product, a root cause could not be determined. To address any possible production assembly issues, a manufacturing awareness notification was issued to the appropriate workforce, alerting and sensitizing the workforce to the reported malfunction. Photo received; actual device discarded.

Manufacturer narrative:
Through follow-up communication with the customer, sorin group learned that the device has been discarded by the customer. It was also reported that there was no delay in the surgery. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device discarded by the customer.

Event description:
Sorin group received a report that the tip of the malleable vent catheter disconnected during a procedure. There was no report of patient injury.